Event description:
It was reported that there was inadequate iodine in a minicap. This was discovered before patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 10.

Manufacturer narrative:
(B)(4). Device manufactured date nov. 19, 2014 to nov. 24, 2014. As the sample was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.